Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
A family member reported that the up, down, and ok button required increased force to elicit a response. The family member confirmed that there were no holes or tears in the keypad. The patient reportedly wore the pump in a pump case on the outside of clothing and did not clean the pump.